Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and leak test. Device had intermittent button response on the down button and select button due to moisture damage on the keypad traces. The keypad connector on printed circuit board was locked. Device had minor scratched display window, damaged display window cover, scratched case, missing serial number label, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The electronic assembly and motor had moisture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons needed to be pressed several times in order to respond. Insulin pump will be replaced. Customer's blood glucose was 11 mmol/l.